Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the malfunction. The impact on the customer's blood glucose level could not be determined as it was unknown or the caller declined to answer. Technical support resolved the issue by planning to replace the pump, and the customer opted for multiple daily injections (mdi) as a backup therapy. The customer also expressed interest in obtaining an out-of-warranty loaner pump.